Event description:
A baxter engineer reported a pump with a low battery. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact information is available.